Manufacturer narrative:
No material or manufacturing deviations were found in this investigation.

Event description:
It was reported that revision surgery was performed due to a fracture of the device.